Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown duration of signal loss on the mobile app occurred. A review of the share logs was performed and signal loss over one hour was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.